Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event onset date was (B)(6) 2015. The battery was explanted on (B)(6) 2015. A biopsy was performed on (B)(6) 2015.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event resulted in in-patient or prolonged hospitalization. Interventions included explanting the device.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there was redness and vasogenic oedema near the scar area. No device deficiency was reported. The outcome was reported as ongoing. Interventions included surgical treatment. The battery was explanted and a biopsy was performed. Diagnostic methods included laboratory tests which showed negative for bacterial analyse. X-rays were performed and showed okay. The etiology was noted as possibly related to the device or therapy and possibly related to the procedure. The etiology was noted as incisional site/device tract specifically implantable neurostimulator (ins) pocket. Signs and symptoms included redness, vasogenic oedema, and not infectious appearance of the scar.